Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure. The stapler was not able to fire. The surgeon was able to press the green button and squeeze the handle. The device did not lock onto the tissue.